Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 with hyperglycemia. The patient's blood glucose levels reached 438 mg/dl. Symptoms reported include elevated glucose levels and other health issues reported as "liver counts were off" and "breathing issues." The patient also experienced redness at the infusion site and their healthcare professional suggests it is possible that the built-up scar tissue is affecting their glucose levels. As treatment, the patient received insulin and their pod was changed. The patient was released the same day ((B)(6) 2025).